Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the right common iliac artery. The 10.0mmx19mmx135cm omnilink elite stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without resistance. Upon withdrawal, the stent implant was noted to be slightly moved/shifted on the balloon. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 10.0mmx19mmx135cm omnilink elite sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.